Manufacturer narrative:
The pads were received compromised. They were stuck to the inside of the plastic bag on top of each other and were slightly damaged while removing from the package. Review of the electrodes observed the ball rolled up on one set of electrodes, and was covered in a red substance, hair, and skin. The red substance is saturated into the gel. This investigation was closed as improper patient preparation prior to the application of the electrodes. The electrodes were scrapped at zoll. Proper patient preparation is required to acquire proper coupling and prevent the sliding of the electrodes on the patient. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.